Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure aspirin (81mg) was started, and the patient was on apixaban (20mg) from 2015. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with complete seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on apixaban and aspirin. On (B)(6) 2022, 112 days post index procedure, the patient presented for protocol required 4-month laa imaging and transesophageal echocardiogram (tee) assessment revealed thrombus with maximum area of 4.2 cm2 adhering to the anterior/anterolateral left atrial wall and overlying the left atrial facing surface of the watchman flx device. There was evidence of thrombus in the left atrium, however no evidence of pericardial effusion and atrial septal shunt were noted. Of note, implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. On the same day, rivaroxaban (30 mg) was started in response to device thrombus and was stopped on (B)(6) 2022. Rivaroxaban (20mg) was restarted on an unknown date later that month. At the time of event, the patient was on aspirin (81mg).

Event description:
The patient was enrolled in the champion atrial fibrillation study on 21oct2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure aspirin (81mg) was started, and the patient was on apixaban (20mg) from 2015. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with complete seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on apixaban and aspirin. On (B)(6) 2022, 112 days post index procedure, the patient presented for protocol required 4-month laa imaging and transesophageal echocardiogram (tee) assessment revealed thrombus with maximum area of 4.2 cm2 adhering to the anterior/anterolateral left atrial wall and overlying the left atrial facing surface of the watchman flx device. There was evidence of thrombus in the left atrium, however no evidence of pericardial effusion and atrial septal shunt were noted. Of note, implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. On the same day, rivaroxaban (30 mg) was started in response to device thrombus and was stopped on (B)(6) 2022. Rivaroxaban (20mg) was restarted on an unknown date later that month. At the time of event, the patient was on aspirin (81mg). It was further reported that on (B)(6) 2022, tee assessment revealed left ventricular ejection fraction of 55 % with complete seal and no evidence of device thrombus, left atrial appendage thrombus, aortic atheroma, pericardial effusion and atrial septal shunt. Therefore, the event was considered resolved. It was further reported that on (B)(6) 2022, 112 days post index procedure, the subject was presented for protocol required 4-month laa imaging and tee assessment revealed left ventricular ejection fraction of 60% and laa seal with jet size less than or equal to 5mm with a laminar, mobile thrombus. On the same day the patients dosage/frequency was changed to rivaroxaban (20mg) once a day. It was further reported that on (B)(6) 2022, the patient presented for a repeat tee which revealed left atrial thrombus (6x2cm) which was extending superiorly. At the time of the event, the patient was on aspirin (81 mg). The same day, the patient was started on rivaroxaban (20 mg) in response to the event.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure aspirin (81mg) was started, and the patient was on apixaban (20mg) from 2015. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with complete seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on apixaban and aspirin. On (B)(6) 2022, 112 days post index procedure, the patient presented for protocol required 4-month laa imaging and transesophageal echocardiogram (tee) assessment revealed thrombus with maximum area of 4.2 cm2 adhering to the anterior/anterolateral left atrial wall and overlying the left atrial facing surface of the watchman flx device. There was evidence of thrombus in the left atrium, however no evidence of pericardial effusion and atrial septal shunt were noted. Of note, implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. On the same day, rivaroxaban (30 mg) was started in response to device thrombus and was stopped on 23feb2022. Rivaroxaban (20mg) was restarted on an unknown date later that month. At the time of event, the patient was on aspirin (81mg). It was further reported that on (B)(6) 2022, tee assessment revealed left ventricular ejection fraction of 55 % with complete seal and no evidence of device thrombus, left atrial appendage thrombus, aortic atheroma, pericardial effusion and atrial septal shunt. Therefore, the event was considered resolved.

Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure aspirin (81mg) was started, and the patient was on apixaban (20mg) from 2015. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with complete seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on apixaban and aspirin. On (B)(6) 2022, 112 days post index procedure, the patient presented for protocol required 4-month laa imaging and transesophageal echocardiogram (tee) assessment revealed thrombus with maximum area of 4.2 cm2 adhering to the anterior/anterolateral left atrial wall and overlying the left atrial facing surface of the watchman flx device. There was evidence of thrombus in the left atrium, however no evidence of pericardial effusion and atrial septal shunt were noted. Of note, implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. On the same day, rivaroxaban (30 mg) was started in response to device thrombus and was stopped on (B)(6) 2022. Rivaroxaban (20mg) was restarted on an unknown date later that month. At the time of event, the patient was on aspirin (81mg). It was further reported that on (B)(6) 2022, tee assessment revealed left ventricular ejection fraction of 55 % with complete seal and no evidence of device thrombus, left atrial appendage thrombus, aortic atheroma, pericardial effusion and atrial septal shunt. Therefore, the event was considered resolved. It was further reported that on (B)(6) 2022, 112 days post index procedure, the subject was presented for protocol required 4-month laa imaging and tee assessment revealed left ventricular ejection fraction of 60% and laa seal with jet size less than or equal to 5mm with a laminar, mobile thrombus. On the same day the patients dosage/frequency was changed to rivaroxaban (20mg) once a day. It was further reported that on (B)(6) 2022, the patient presented for a repeat tee which revealed left atrial thrombus (6x2cm) which was extending superiorly. At the time of the event, the patient was on aspirin (81 mg). The same day, the patient was started on rivaroxaban (20 mg) in response to the event. It was further reported that the laa ostium diameter was 17.6mm and the length was 20.6mm. The deployed device diameter of the closure device was 21mm as opposed to the 19.8mm previously reported. On (B)(6) 2022, the outcome of the event was considered to be resolved.

Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure aspirin (81mg) was started, and the patient was on apixaban (20mg) from 2015. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2021, the patient underwent successful placement of a 24 mm watchman flx device with complete seal and deployed device diameter of 19.8 mm. One day post procedure, the patient was discharged on apixaban and aspirin. On (B)(6) 2022, 112 days post index procedure, the patient presented for protocol required 4-month laa imaging and transesophageal echocardiogram (tee) assessment revealed thrombus with maximum area of 4.2 cm2 adhering to the anterior/anterolateral left atrial wall and overlying the left atrial facing surface of the watchman flx device. There was evidence of thrombus in the left atrium, however no evidence of pericardial effusion and atrial septal shunt were noted. Of note, implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. On the same day, rivaroxaban (30 mg) was started in response to device thrombus and was stopped on (B)(6) 2022. Rivaroxaban (20mg) was restarted on an unknown date later that month. At the time of event, the patient was on aspirin (81mg). It was further reported that on (B)(6) 2022, tee assessment revealed left ventricular ejection fraction of 55 % with complete seal and no evidence of device thrombus, left atrial appendage thrombus, aortic atheroma, pericardial effusion and atrial septal shunt. Therefore, the event was considered resolved. It was further reported that on (B)(6) 2022, 112 days post index procedure, the subject was presented for protocol required 4-month laa imaging and tee assessment revealed left ventricular ejection fraction of 60% and laa seal with jet size less than or equal to 5mm with a laminar, mobile thrombus. On the same day the patients dosage/frequency was changed to rivaroxaban (20mg) once a day.